Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Due to privacy laws, customer information may not be available on international complaints. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported a blank screen on the insulin pump that occurred after pressing random buttons. The customer's blood glucose value was 15 mmol/l. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.